Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) due to a post operative wound infection at the implant incision site and was treated with antibiotics (specific type, date and duration not reported). However, the issue did not resolve resulting in the decision to explant the device. The device was explanted on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 13, 2024.